Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device achieved hemostasis successfully. However, a hematoma occurred. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. The patient was in serious condition and current condition is unknown. It was a right femoral artery puncture. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for hematoma as per the allegation since the hemostasis was achieved by manual compression. Based on the available information, the exact root cause of the reported bleeding cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 01february2021: manual compression was applied soon after the hematoma was confirmed. After the procedure, the patient had been resting in bed total for 15 hours. At noon of the next day of the procedure, the patient was released from resting, but soon after that, the lesion was found to be swollen. As hematoma was confirmed, manual compression was applied, and hemostasis was successfully achieved. According to the physician, the tamper tube was pushed about a minute and stronger force was applied than usual. Hemostasis was successfully achieved by manual compression. The patient did not require surgical intervention due to the event. An ultrasound was not performed to diagnose the bleed.